Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Technical support resolved to replace the original pump. No notable events occurred prior to the malfunction. Customer will continue to use current pump.